Event description:
It was reported that during a surgical procedure at the user facility, the irrigation wheel was not working. A lack of irrigation in the device is known to cause overheating. Attempts are currently being made to obtain additional information about the event from the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, the irrigation wheel was not working. A lack of irrigation in the device is known to cause overheating. Attempts are currently being made to obtain additional information about the event from the user facility.